Event description:
It was reported that the device exhibited <200 ohms unipolar lead impedance. Bipolar impedance was 470 ohms. Noise was observed and pauses were seen via a telemetry unit. A subsequent check found normal function. The ventricular sensitivity was decreased and the rate was lowered to allow the patient to be in sinus rhythm more often. The patient was in the hospital for advanced stage heart failure and will be monitored.